Event description:
The customer contact reported a leak of a chemotherapeutic agent. The nurse reported that as she accessed the secondary port on the cassette tubing set, the port "snapped off" and chemotherapy leaked. The spill was cleaned up according to the facility's protocol. There were no reported adverse pt effects.